Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tube exhibited a leakage during use. There was patient involvement, no injury was reported.

Manufacturer narrative:
One sample was returned for evaluation. Review of the lot history revealed no nonconformities that could have contributed to the reported complaint. The device was visually inspected, with no physical damage or anomalies observed. The catheter was connected to the port according to the IFU, fully seated on the connector bulb, and secured with the ultra-lock. A syringe and needle were then attached to the port, and 10 ml of water was primed. No leakage was observed, and free flow through the catheter was confirmed. The complaint could not be reproduced, and no root cause could be identified.